Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The event date is an approximation. The patient's parent reported that the pediatric patient experienced inaccurate cgm values which occurred the day after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced seizure. The cgm was reading 70 mg/dl and the blood glucose reading was 37 mg/dl. The patient was given "glucose" via pen and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was okay and doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).